Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient unit was noted to have frayed cords at the back, and sparking was observed.

Manufacturer narrative:
A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. It was confirmed that the power port extension cable was frayed. The unit could not be powered on during analysis due to the frayed power port extension cable. The power extension cable was temporarily replaced with a known good extension cable and the functioned as intended.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.